Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv (high voltage) cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed errors and failed to allow fluoroscopic exposures. No patient injury or death was reported related to this event.